Event description:
It was reported the patient complained of fatigue and that the device settings may be "too low". Follow up with the physician's office was conducted. The patient had been seen by the physician and the device pacing rate was adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 x2, implantable pacing leads, (B)(6) 2008. (B)(4).